Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
As reported to angiodynamics on january 27, 2018: at the close of an evlt procedure, when the physician handed the laser fiber to the nurse, the fiber fractured. The procedure had been successfully completed with no report of device malfunction or patient complications. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. The customer's reported complaint description of the fiber fracturing is confirmed. A review of the returned sample shows the shaft of the fiber is broken; this is indicative of the glass fiber core fracturing, which could occur when handling. Although a definitive root cause for the event cannot be determined, the most likely root cause is user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(4).